Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
The patient was revised on (B)(6) 2022 for infection. Approximately 1 years after the first surgery. The surgeon explanted 1 humeral cup ø36+3. The surgeon implanted 1 standard cup ø36+9.